Manufacturer narrative:
The ECG data from the event was returned and evaluated. Evaluation found the analysis event met the ECG algorithms requirements of a shock advised result. However, the analysis in question was performed on a breathing and conscious patient with a pulse. Continuing to use the device on any such patient is a contraindication with the device's indications for use. Indications for use instructs users to disconnect the device once a patient has a return of circulation. The AED plus does not have the ability to detect whether the patient is conscious, breathing, or has a detectable pulse or other signs of circulation. The device will continue instructions to start CPR which may result in a shock advised prompt as analysis intervals will continue. This report has been closed as device meets specifications. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while a patient (age and gender unknown) was awaiting dialysis results, the device was placed on the conscious and breathing patient because the patient "looked ill". The device subsequently gave a "shock advised" prompt to which the end user discharge 120j energy to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.